Manufacturer narrative:
Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted cardiac surgical procedure, site encountered 319 error at startup. Intuitive surgical, inc. (Isi) technical support engineer (tse) troubleshooting first involved a log review, which confirmed the 319 was being reported from the endoscope controller (ec). The tse then had the site check all cable and power connections to the endoscope controller and video processor and perform a hard power cycle of the vision system controller, but the 319-error continued to appear at startup. The procedure was aborted to another dv system with no reports of patient involvement.